Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 which was reproduced during incoming testing. A review of the event history log identified system error 345 alarms. The cause was determined to be the upstream thermistor out of calibration. The ultrasonic sensor was replaced to correct this condition. Review of prior servicing indicates this is a repeat service event. The previous servicing was on january 13, 2020. The cause was determined to be the upper thermistor and the ultrasonic sensor was replaced at that time. All service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.